Event description:
It was reported that the helix of the right ventricular leadless pacemaker (rvlp) became stretched during the implant procedure. The lp was removed and replaced to resolve the event. The patient was in stable condition.